Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Any patient consequence? Please provide procedure date

Event description:
Breakage suture. This case is from health authority. It was reported that the suture broke when knotting at the time of debridement and suture to treat contusion, and laceration of scalp. Changed another one to complete the surgery. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2020. The following information was requested but unavailable: any patient consequence? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Date sent to the FDA: (B)(6) 2020. Corrected b5 narrative: it was reported that the patient underwent debridement for contusion and laceration of scalp on (B)(6) 2020, and suture was used. The suture broke when knotting. Changed to another device to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.

Event description:
It was reported that the patient underwent debridement for contusion and laceration of scalp on (B)(6) 2020, and suture was used. The suture broke when knotting. Changed to another device to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 01/06/2021 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: any patient consequence?¿¿--- all answers above are unobtainable. Investigation summary ==> actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance, knot pull tensile strength and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.